Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2119403 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured when it got caught on calcium during the procedure, after being pulled to the arteriotomy. Another mynx control was used to achieve hemostasis. There was no patient injury. There were no visible signs of device or package damage prior to use. The mynx control vessel closure unit was prepared and used in accordance with instruction for use (IFU) instructions. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. An unknown guidewire and unknown guiding catheter were used during the procedure. The device was used with an unknown 6f sheath. There was no vessel tortuosity. The device storage temperature did not exceed 25 °c. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was presence of calcium in the vicinity of the puncture site. The procedure used a retrograde approach. The vcd is available for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured when it got caught on calcium during the procedure, after being pulled to the arteriotomy. Another mynx control was used to achieve hemostasis. There was no patient injury. There were no visible signs of device or package damage prior to use. The mynx control vessel closure unit was prepared and used in accordance with instruction for use (IFU) instructions. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. An unknown guidewire and unknown guiding catheter were used during the procedure. The device was used with an unknown 6f sheath. There was no vessel tortuosity. The device storage temperature did not exceed 25 °c. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was presence of calcium in the vicinity of the puncture site. The procedure used a retrograde approach. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with stopcock closed. The sealant remained in the manufacturing position, exposed to blood. The syringe was not returned with the device. The procedure sheath was locked on to the sheath catch. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon. A product history record (phr) review of lot f2119403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure- in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, such as the calcium reported, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.